Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the buttons was sticky and sometimes non responsive. Customer's blood glucose level was unknown. Customer also reported that they had received diminished battery life and also insulin pump had rejected new battery and slower to rewind. Insulin pump will not be returned for analysis.